Event description:
Medics using the device to monitor pt ECG rhythms state, the device displays excessive ECG artifact in all displayed leads. The ECG trunk cable had to be pullled out and reseated to clear the artifact. The reporter stated there were no adverse effects to the pt as a result of device operation.